Event description:
Consumer reported complaint for error message (e-3). During the call, a blood test was performed by the customer and produced test result of hi using true metrix air meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 04/30/2026 and test strips were opened on the day of the call. The customer reported feeling weak and dizzy. Customer had administered 20 units of insulin at 10 am. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician contacted customer's wife via telephone; wife stated that due to the symptoms customer would be seeking medical attention.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy and weak. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time. Unable to confirm if customer had sought medical intervention after the initial call.